Event description:
During closing from a right femoral access, two perclose prostyle devices failed. When the second perclose prostyle device failed, a femoral puncture was left which caused a retro-peritoneal bleed. The prongs on the perclose did not deploy right. The patient was actively bleeding and began to decompensate ultimately lead to cardiac arrest.